Event description:
It was reported that the programmer wasn't powering on. They were unable to change the batteries. The patient had been worried that the implantable neurostimulator (ins) kept turning off. The device was on during the call. Caller had said it was off when they met the patient and it had been off twice when they met them. Caller said this is due to the patient's memory that was continuing to worsen. They were either forgetting to charge the implant or were accidentally turning the device off with the programmer. They finally accepted home care as they had huge cognitive changes over the years. This was not due to the device, rather the patient's parkinson's progression. Additional information was received from the consumer reporting that the patient programmer (pp) showed the 'charge neurostimulator battery now'. It was attempted to walk the patient through starting an implant charging session but the patient kept reporting poor coupling. The patient would see zero coupling bars and then 4 coupling bars. They stated it had always been this way where they would have to move the recharger antenna around to get good coupling. The patient was redirected to the hcp to get in person assistance with charging. The patient said they have home health nurse that comes to assist.

Manufacturer narrative:
Continuation of d10: product ID 37642 lot# serial# (B)(6) implanted: explanted: product type programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.